Event description:
It was reported that the pump was not registering proper pressure while priming the tubing during preparation for a knee arthroscopy. The customer states the tubing was re-adjusted (disconnected and re-connected) and the pump appeared to work properly. The pump then began to run continuously. The patient's leg was noted to have retained fluid and the case was stopped. The patient was admitted to be monitored and the surgery was re-scheduled for 1 week later. The patient is currently in good condition. This device is used for treatment.

Manufacturer narrative:
The pump and tubing functioned properly during evaluation. Upon return, however, the tubing was received with the bladder collapsed which is the result of the tubing being disconnected and reconnected during priming. Product dfu clearly cautions to not disconnect the tubing unless it is to be discarded. It also warns the user to not disconnect and reconnect the same tubing under any circumstances, and once disconnected, new tubing must be connected. Review of similar incidents reported to arthrex, where pump and tubing were returned for evaluation, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.